Manufacturer narrative:
Continuation of d10: product ID 8731 serial# (B)(6) implanted: 2004 product type catheter. Section d information references the main component of the system. Other relevant device(s) are: product ID: 8731, serial/lot #: (B)(6), ubd: 12-may-2005, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a consumer regarding a patient receiving morphine via an implantable pump. The indication for use was non-malignant pain. The patient¿s representative reported that the patient had a new pump implanted and that evening the patient started going through withdrawal symptoms. The patient¿s representative stated they had been in contact with the managing physician, and they told the patient that there might have been a gap in the catheter and the patient was still going through withdrawals and the doctor wanted a representative to meet the patient to check the pump. Additional information was received from the patient via a company representative on 30-jan-2025 and it was reported that the patient had a revision.